Event description:
A pilot balloon leak on an 5sct tracheostomy tube. The customer reported that the patient is ventilator dependant and the vetilator did alar. There was no patient harm reported and the tube was replaced without incident.

Manufacturer narrative:
The sample has been returned for evaluation.